Event description:
It was reported that during routine testing both the atrial and ventricular channels have very low outputs and connot be adjusted. It was suggested that it be sent in for repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.